Event description:
While inflating the balloon, the pressure gauge on the inflator consistently returned to zero. Used fluoroscopy to visualize the balloon and were able to see contrast exiting the balloon. Drew back the on the inflator and attempted to remove the balloon through the sheath, unable to do so. Decision was made to remove the balloon in the or since the patient was already scheduled for surgery on the same area.